Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen was hard to see. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. The customer also stated that the insulin pump had scratched and cracks. The customer was also reported that they had issues with reading screen of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had minor scratched lcd window, no cracked lcd window noted.